Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material on the z-block. There was no patient involvement.

Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found the duodenovideoscope exhibited foreign material on the z-block. There was no report on the subject device being used in procedure after the suggested event was reviewed. Olympus will continue to monitor complaints for this device.